Event description:
Customer reported her bolus and down arrow button was not working on her insulin pump. Customer's blood glucose was 174 mg/dl. The customer stated she had gotten her insulin pump wet prior to the button issues occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.